Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2026-00083-01 under a different suspect device. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data identified an increase in complaints for the architect stat troponin-I assay as well as an increase in complaint activity for reagent lot 85694un25. However, historical performance of the architect stat troponin-I assay lot 85694un25 was evaluated using worldwide data and no unusual reagent lot performance was identified. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot for lot 85694un25 are within the established limits. A device history record review was performed for lot 85694 un25, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 85694un25 was identified.

Event description:
The customer observed imprecise architect stat troponin-I results for two patients. The following data was provided: sid (B)(6) 73-year-old male processed on (B)(6) 2026: initial result processed on architect serial number (B)(6) = 30 repeat 30. Sample was then processed on architect serial number (B)(6) results = 66 and 50. Sid (B)(6) 55-year-old male processed on (B)(6) 2026: initial run on (B)(6) = 643(not reported) repeat = <20. Repeated on (B)(6) = <20 redraw from same patient = <20 on both (B)(6). Customer¿s reference range = 0-30 ng/l no impact to patient management was reported.